Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 400 mg/dl and other blood glucose level was 423 mg/dl. Customer completed self test and it was passed. Customer was advised to treat with a back up plan. The insulin pump will not be returned for analysis.